Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 500 mg/dl. The customer was hospitalized for the high blood glucose. The customer was assisted with trouble shooting and found that the cannula was bent. The customer stated that they had not been on pump therapy since leaving the hospital. The customer stated that they will call back if they wanted the pump replaced. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.